Event description:
Product surveillance contacted the home patient (hp) to gather additional information. The hp stated he thinks that the bag was placed too close to the edge of the table and fell off. The hp stated that there were no defects or abnormalities to the supplies. The hp stated that he did not mention this to the nurse, but that this was an isolated incident. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a disconnect was not confirmed and a sample evaluation was not performed due to unavailable sample. The root cause was not determined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. During a follow up with the nurse, it was revealed that the transfer set had unscrewed from the catheter adapter. The nurse explained that the hp's wife woke-up to the wet solution on the bed. Per the nurse, transfer set had unscrewed and separated during drain cycle of the therapy while the hp was asleep. The nurse stated that the hp's lines were clamped and hp was taken to the emergency room, where the transfer set was replaced. The lot number was unknown. Per nurse, hp was given prophylactic antibiotics, and that hp did not have any injury or harm as a result of this incident. Per nurse, the transfer set had been in use since (B)(6) 2010, and the it was due for a change in (B)(6) 2010. The nurse stated that the transfer set is stored by taping it. The hp uses a plastic adapter (brand name and lot number unknown). The plastic adapter was cleaned with betadine and was not replaced. Per nurse, the most likely cause of the transfer set separation was wear and tear, as hp might have overtorqued when tightening the adapter. No patient injury was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Correction: the reported condition was not confirmed due to lack of a sample. The root cause is unknown. Additional information: the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.a follow-up report will be filed should any necessary supplemental information become available.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.